Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number# 3006705815-2019-02093. Related manufacturer reference number#1627487-2019-06688. It was reported the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention wherein the ipg was explanted and the leads were explanted in (B)(6) 2018 (exact date unknown). No further information is available. It is unknown which device is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention was undertaken in 2016 wherein the scs system was explanted. The exact date of explant is unknown.